Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute integrity drug eluting stents were implanted; two in the lad and two in the cx. On the same day, the patient suffered a peri-operative myocardial infarction. The patient was treated with medication. The investigator and safety assessed the event as possibly related to the index device and anti-platelet medication. The mi did not occur in the target vessel.

Manufacturer narrative:
Cec adjudicated mi as no event. No side branch occlusion. If information is provided in the future, a supplemental report will be issued.